Manufacturer narrative:
The device was received grossly contaminated and cut in 2 pieces. It was reported the patient is dissatisfied with the results of the replacement multifocal lens he received. The definitive cause of this event remains inconclusive but not thought to be caused by a deficient lens. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All information available is included in this report.

Manufacturer narrative:
The intraocular lens was received and is currently being evaluated at the manufacturing site. The lens met all optical specifications prior to release. Halos and glare are known and labeled possible side effects of all multifocal lens implants. All information currently available is provided in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported the patient was not happy with their visual outcome following implant of a multifocal intraocular lens in (B)(6) 2010. The lens was removed and replaced with an alternate model multifocal lens not manufactured by amo in (B)(6) 2011. The lens was replaced by a second surgeon and not the implant surgeon.